Event description:
The customer informed siemens that an inaccurate (low) invasive blood pressure was reported by the siemens monitor. As a result of this inaccurate measurement, the pt was treated with medication to raise the blood pressure. "There was risk to the pt as result of the commencement of improper treatment." Through on site troubleshooting, the hemo pod was isolated as the cause of the failure and returned for evaluation.